Manufacturer narrative:
Batch review performed on 09 december 2024: lot 2105460: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2026-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: batch review performed on 09 december 2024: moto partial knee 02.18.if6.09.lm tibial insert fix s6 lm - 9mm (k1620849) lot 182210: (B)(4) items manufactured and released on 24-jul-2018. Expiration date: 2023-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 09 december 2024: moto partial knee 02.18.tf6.lm tibial tray fix cemented s6 lm (k162084) lot 1910828: (B)(4) items manufactured and released on 30-mar-2020. Expiration date: 2025-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had knee instability and the cause is unknown. At about 2 years and 2 months post primary the surgeon revised all components to hinge components. The surgery was completed successfully.